Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that there was an infection related to the device at the pocket. The pocket was infected and the hcp removed the pump segment and tied off the catheter. It was noted that the infection was associated with trauma as the patient had a fall which helped initiate the issue; it was unknown when exactly the patient fell. The patient¿s skin was breaking down at the pump pocket site and the pump was sticking out of the skin. The infection was confirmed but no lab tests were performed. The pump was being removed and sit was being cleaned. It was indicated that the treatment was ongoing. It was also reported that the hcp wanted to remove the drug from the pump but did not have access to a refill kit; the needle type needed to access the reservoir was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient had half of his old catheter that was implanted and unused. The pump was removed in a surgery they were not made aware of, and it was unknown what the issue was. The catheter segment was removed and discarded, and a new pump and catheter was implanted on (B)(6) 2017. The pump was implanted on the opposite side of the patient. Drug information included fentanyl [150 mcg/ml] at a dose of 50 mcg/day. It was unknown what environmental/external/patient factors led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that when the patient's pump was put in on the right side it wiped out all the pain. The patient's pump was "put in at 20%" and the patient could feel a difference but was still in pain. After two weeks of having the pump, the healthcare professional (hcp) "bumped it up to 40" and the patient was pain free for the first time in 13 years. The therapy was working great, but then the patient fell. The controls on the patient's wheel chair jabbed him in the incision and stretched the incision open "about a 16th". The patient stated he ended up going to the hospital every day and they bandaged and dressed him but he still ended up with an infection. They ended up removing the pump and leaving it out until they put a new pump in on the left side. The patient's mind had not worked like it used to since he had multiple sclerosis. The multiple sclerosis was pre-existing to the pump. The patient stated before he got multiple sclerosis, he was in a wreck and broke his back in 4 places. The patient stated he broke the ball off his femur (pre-existing to pump).